Manufacturer narrative:
On (B)(6) 2020, additional information was received indicated the complaint devices were mentor memorygel breast implants 300cc. The left device serial number is (B)(4) and the contralateral device serial number is (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including autoimmune like symptoms (unspecified), generalized illness (unspecified), fatigue, panic attacks, joint pain, slow healing, and malaise. The patient also experienced bilateral capsular contracture baker grade ii (r) and baker grade IV (l). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the left breast prosthesis.